Event description:
A (B)(6) y/o female developed a firm subcutaneous mass in the right nasolabial fold region. CT and MRI showed an area of ill-defined tissue prominence in the right facial subcutaneous tissues favoring an infectious / inflammatory process. Within 2 months of the first nodule appearing, several add'l subcutaneous nodules developed 2 x 2.5 cm nodule in r nlf, 1 x 1 cm nodule in l nlf, and 5 subcentimeter perioral nodules. The pt had received voluma injections to these areas over 1 year ago by another provider. She has received serial injections of hyaluronidase and kenalog-20 with slight decrease in the size of the nodules. FDA safety report ID# (B)(4).